Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion insulin flow block alarm event on (B)(6)2025. The blockage was in the tubing. Patient blood glucose levels were reported as high. Patient took correction injection via multiple daily injections (mdi) to address high blood glucose levels. Patient replaced infusion set and resumed insulin successfully. No further information available.